Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. (B)(4). Additional information requested and received: what caused the staple line bleeding? Thick tissue fabric for the load . How much bleeding occurred? Bleeding of the entire stapling line, I estimate in 150 to 200 ml did the patient require any blood products? No. Was intra-op or post-op care changed? I had to perform over suture of the whole line of stapling, if yes: please explain: the patient was dismissed with a drain and 14 days the patient had to be hospitalized again. The patient didn¿t have a new surgery. No serious damage. Additional information requested but unavailable: why was the patient hospitalized again? Was the video gastroplasty a sleeve gastrectomy procedure? What reload codes/colors were used and in what sequence? The staple lines from which firing(s) had bleeding? Was buttressing material utilized in the primary procedure? If so, which product? Were any staple formation issues noted in the primary procedure? Was the device harder to close than normal? What is the current patient status?

Event description:
It was reported that during a video gastroplasty procedure, when performing using echelon powered plus gst stapler we had excessive bleeding from the staple line of the stomach, requiring over suture and hemostasis with metal clips. There was, therefore, prolongation of the operative time and need of drainage of the abdominal cavity. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n55u3g. The analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.